Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during prep for an evlt procedure, when the sterile packaging was opened, it was noted the glass tip was missing/fractured off from the fiber. The device was set aside and a new of the same was used to complete the procedure. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was one nevertouch fiber. A visual evaluation of the disposable device noted no outward appearance of defect or damage. The laser fiber tip was intact. Functional testing of the device noted no issues. The device functioned as intended. The customer's complaint of "the glass tip was missing" cannot be confirmed. The returned device was confirmed to meet visual and functional device specifications. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing of the disposable fiber, each fiber receives a tip protector. The tip protector remains on the fiber until the packaging process. The instructions for use, which is supplied to the end user with this catalog number, contains the following sentence; "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. " a review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).